Event description:
End user's sister reported she applied esteem closed pouch-416710 to end user and was removing it about three hours later and noticed a small skin tear dime sized as adhesive was removed.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the end user discontinued use of all pouches and used cloths to absorb fecal output from stoma for (5) five days. It was reported that the end user's skin had healed in five days and they reapplied a drainable pouch -416740. A return sample for evaluation is not available. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.